Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip, missing end cap sticker and missing reservoir tube o-ring. The insulin pump was received with broken off reservoir tube lip. Reservoir unable to lock in place due to reservoir tube lip completely broken off. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the o-ring for the reservoir has already fallen off and battery compartment was cracked. The blood glucose was 10.1 mmol/l at the time of the incident. Customer advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.